Manufacturer narrative:
Device code a0501captures the reportable event of internal bolster detached.

Event description:
It was reported to boston scientific corporation that an endovive securi-t replacement bolster was used during a percutaneous endoscopic gastrostomy replacement procedure performed on (B)(6) 2023. Post procedure, the patient removed the securi-t on (B)(6) 2023. While the physician was placing another securi-t the internal bolster detached outside the patient. The procedure was completed with a new endovive securi-t device. There were no patient complications reported as a result of this event.